Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the insertion device is releasing the head set unintentionally. Caller stated she was accidentally stuck by the infusion set as it fired from the device unintentionally. No adverse event reported. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.